Event description:
The reason for call was patient states the stimulator is making her hurt worse and it is not working. Patient states she feels like something is cutting her even worse and feels like there is something else in her back and side that wasn't there before. Agent asked when this all started and patient said since they had the surgery. Patient mentioned she has an appointment on tuesday to take the sutures out and she states she wants the device out because it is hurting more. Patient said she has had this problem for about 3-4 years and this is not coming from the them. Pt referenced a endoscope that she had and showed a hemorrhoid. Patient also mentioned they had another device put in and did feel better the next few days but this one is worse and has to come out because they didn't do it until they were at 1.9 and nothing did anything on 3. Patient stated she is still on 2.3 and that is not a quality of life. Agent walked patient through how to change groups and increase stim. Patient was able to change to group b and increased stim to a comfortable level. Pt continued to be unhappy with device over phone and states she wants it out. Agent advised to contact the hcp aga in about this concern before upcoming appt. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.